Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer stated that the insulin pump did not alarm that he was low. The customer's blood glucose was 19 mg/dl at the time of incident. The customer stated that the nurse treated him until his blood glucose rise to 38 mg/dl. The customer stated that the paramedics came and treated his blood glucose with IV sugar. The customer stated that his insulin pump kept telling him that he was low but his blood glucose was 131 mg/dl and the insulin pump kept going to threshold suspend. The customer stated that he will call back to troubleshoot. The insulin pump will not be returned for analysis.